Event description:
The end user hospital indicated that the contrast delivery system had a crack which allowed air to be pulled into the line when it was used. There was no air injected into the patient and no patient injury.

Manufacturer narrative:
Although it has been reported that the used device will be returned, it has not yet been received by the manufacturer; therefore, a failure analysis is not available at this time. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted.